Event description:
It was reported that the patient underwent water vapor thermal therapy on (B)(6) 2024. The patient stated he was administered ibuprofen and tramadol prior to the procedure. During the procedure, he experienced a pain level of 15 out of 10. After the treatment was completed, the physician and nurse left the room while the patient got dressed. When he attempted to sit up, he passed out and was woken up by the nurse. He then fainted again on the bed. Following the procedure, the patient was sent home with a catheter. The patient reported having bloody urine with blood clots visible in the catheter. On (B)(6) 2025 the patient went to his first post-operative visit at which time the catheter was removed. It was noted that the stream was very weak so a second catheter was placed. The patient went back for a follow-up visit on (B)(6) 2025 at which time the catheter was removed. The patient was able to urinate for approximately 4 hours, but after that he experienced urinary retention. A third catheter was then placed. On (B)(6) 2025 the patient observed diminished flow and less quantity in the catheter bag. He went to the emergency room (ER) where they found there was a constriction in the catheter that was caused by a blood clot. The catheter was irrigated. It was also found that the patient had a urinary tract infection (uti). A new catheter was placed, and the patient was prescribed antibiotics. On (B)(6) 2025 the physician visited his urologist's office where they confirmed the patient had urinary retention as there was 650ccs of urine in the bladder. The catheter was left in place, and a cystoscopy was scheduled. On (B)(6) 2025, following the cystoscopy, the physician stated everything was normal and gave the patient the option of removing the catheter or leaving it in for an additional week. The patient chose to have the catheter removed. At 6:00pm the patient was urinating approximately 130ccs to 140 ccs every 30 minutes. By 8:30 pm he was only able to urinate 50ccs. The patient then went to the ER. At the ER he was not able to urinate, and a new catheter was placed. On (B)(6) 2025 the patient visited his urologist who recommended undergoing an aquablation procedure.

Manufacturer narrative:
Updated block g1: manufacturing site the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegations could not be confirmed. If the complaint component is returned at a later date, then the product investigation will be reopened to perform the analysis. Based on the available information, the conclusion code "known inherent risk of device" was chosen, as the allegation relates to fainting, hematuria, infection, urinary tract, pain, urinary frequency and urinary retention which were addressed in our labeling and risk documentation.

Event description:
It was reported that the patient underwent water vapor thermal therapy on (B)(6) 2024. The patient stated he was administered ibuprofen and tramadol prior to the procedure. During the procedure, he experienced a pain level of 15 out of 10. After the treatment was completed, the physician and nurse left the room while the patient got dressed. When he attempted to sit up, he passed out and was woken up by the nurse. He then fainted again on the bed. Following the procedure, the patient was sent home with a catheter. The patient reported having bloody urine with blood clots visible in the catheter. On (B)(6) 2025 the patient went to his first post-operative visit at which time the catheter was removed. It was noted that the stream was very weak so a second catheter was placed. The patient went back for a follow-up visit on (B)(6) 2025 at which time the catheter was removed. The patient was able to urinate for approximately 4 hours, but after that he experienced urinary retention. A third catheter was then placed. On (B)(6) 20245 the patient observed diminished flow and less quantity in the catheter bag. He went to the emergency room (ER) where they found there was a constriction in the catheter that was caused by a blood clot. The catheter was irrigated. It was also found that the patient had a urinary tract infection (uti). A new catheter was placed and the patient was prescribed antibiotics. On (B)(6) 2025 the physician visited his urologist's office where they confirmed the patient had urinary retention as there was 650ccs of urine in the bladder. The catheter was left in place and a cystoscopy was scheduled. On (B)(6) 2025, following the cystoscopy, the physician stated everything was normal and gave the patient the option of removing the catheter or leaving it in for an additional week. The patient chose to have the catheter removed. At 6:00pm the patient was urinating approximately 130ccs to 140 ccs every 30 minutes. By 8:30 pm he was only able to urinate 50ccs. The patient then went to the ER. At the ER he was not able to urinate, and a new catheter was placed. On (B)(6) 2025 the patient visited his urologist who recommended undergoing an aquablation procedure.